Event description:
It was reported that foreign particles were found inside the syringe 20ml ll precise india packaging and fluid path before use. The following information was provided by the initial reporter: "particles found inside the packing as well as syringe in closed pack . Foreign matter in both out side as well as inside the fluid path was seen."

Manufacturer narrative:
Investigation: photo evaluation: one photo was returned for investigation. From the photo, observed foreign matter inside syringe packaging. Sample evaluation: one actual sample returned in sealed packaging was returned for evaluation. The team had observed holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. The team had reviewed the in-process and outgoing inspection records and black/sand particles were not detected. The black/sand particles could have been brought into the syringe package when the pest/insect bites the bottom web to enter the packaging. The team had also reviewed the pest control records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were found inside the syringe 20ml ll precise india packaging and fluid path before use. The following information was provided by the initial reporter: "particles found inside the packing as well as syringe in closed pack . Foreign matter in both out side as well as inside the fluid path was seen."